Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) when squeezed does not refill the pump. The patient was not consented to have work done on the reservoir so the procedure will be rescheduled. There were no patient complications reported.